Event description:
On(B)(4) 2013, the patient contacted animas and alleged the following: reports last week he was changing the cartridge and reusing the tubing and site. Patient removed cartridge disconnected tubing from cartridge, filled the cartridge with 200 units, reconnected the tubing to the cartridge (tubing still connected to the site). Confirmed completed the rewind, unable to recall if pump stopped at 206, but thinks it did), then went to the load step inserted cartridge, while attached to the site, and the load step stopped at 164 units (unable to recall where the load usually stops at). Patient immediately disconnected and skipped over prime step. He was unable to recall his blood glucose (bg) before incident but thinks was around 150 mg/dl. He disconnected from the pump and started eating cookies for the next couple of hours and tested about 3 times an hour till bg started coming back up. Bg dropped to 98, 76, and 46 mg/dl (feeling jittery and shaky) and then started coming back up to 100's. The patient did not contact health care provider (hcp), verbalized he knew what to do, has been a diabetic a long time, and does not think he received more than about 20 units of (novolog) insulin. Customer technical support (cts) advised patient of the importance of always disconnecting regardless. Patient reports he is aware to disconnect, just didn't, was in a hurry . Advised patient to come off pump, to contact hcp for protocol and go to an alternate form of insulin delivery till replacement arrives. This case is being reported because a pump user experienced hypoglycemia after use error of priming while attached, reusing the sites and tubing, and after alleged load step malfunction

Manufacturer narrative:
Follow-up # 1 [(B)(4)]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation the pump was able to rewind, load and prime successfully. The force sensor was found to be reading the force correctly. There were no issues observed with the force sensor assembly. The pump history was reviewed and there is no instance of a no cartridge detected warning. Records from (B)(6) 2013 indicate that the pump was loaded to approximately 170 units, but it is unknown the amount of insulin in the pump prior to loading it into the cartridge. The alleged issue could not be confirmed or reproduced.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time, but use error must be considered as the patient reused supplies. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.